Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of low blood glucose readings from the insulin pump. The customer stated that she had a low reading of 45 mg/dl and was able to suspend the pump. The customer stated that he made a huge difference and she had a chance to see those benefits of using the pump.